Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were not returned. The needle assembly is severely bent. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two, the t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. The needle assembly is bent. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found no functional testing can be conducted since there is damage hindering the inspection/evaluation. Device two showed the actuator cycled, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause for break was associated with unintended use of the device. A definitive root cause for device dislodged or dislocated for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopic procedure, the t2 of two (2) fastfix 360 would not stay anchored and fell off. T1 was removed using tweezers. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).